Event description:
Healthcare professional reported a lap-band port "leak." The device was found to have a "leak" when the patient "wasn't getting restriction." The lap-band port was explanted and replaced.

Manufacturer narrative:
Rapidport ez strain relief. Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based on the catalog number, serial number and implant date provided by the reporter the connector type is assumed to be a rapidport ez strain relief. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."